Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as not feeling good. Customer's blood glucose value was 163 mg/dl at the time of the call. Troubleshooting was performed for the insulin flow blocked alarm and bent cannula. Customer reported that insulin flow blocked was resolved with a complete set change. The product was not returned for analysis.